Manufacturer narrative:
H3 and h6. Evaluation codes: updated. Device evaluation: one device sample was received in used condition in a plastic bag. During visual inspection no damage or other defects were detected on the sample. The sample was inflated with the use of a syringe to detect any problem in the inflation system, the sample works as expected. The complaint could not be confirmed/replicated. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No action was taken since the complaint could not be confirmed.

Manufacturer narrative:
D5: operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, that the cuff was adhered to tube and couldn¿t be fully inflated, during pre-test. The user had tried to remove the adhesion, but they were not successful. There was no patient involvement.